Event description:
An affiliate reported that pt was placed in acuvue oasys for astigmatism lenses in 2008 and wearing lenses for 2 to 3 hours per day during physician activity only. The pt developed pain in the left eye the following month. On the next day, the pt presented to the wantanbe ophthalmology clinic with injection in both eyes. The pt reported wearing the lenses for a full day prior to becoming symptomatic. The pt returned to contact lens wear the following day. On nineteen days later, the pt returned to the clinic with complaint of redness, tearing and pain in the right eye only. The pt was diagnosed with a 1mm x 1mm central corneal ulcer od in the right eye. Treatment included "cravit eye drops (levofloxacin), ofloxacin, cefcapene pivoxil hydrochloride 3 tabs, t.i.d." Follow up visit the next day "cu: worse. Added prednisolone 2 tabs once a day, betamethasone sodium phosphate eye drops (for od only) for its treatment. Follow-up visit the following day "cu: worse. Added prednisolone 2 tabs once a day, betamethasone sodium phosphate eye drops (for od only) for its treatment." Follow up visit three days later "injection went away. Reduced prednisolone to 1 tab once a day." The pt was returned to contact lens wear nine days later, without further event. The lot number of the product in question is unk and the product was not available for return. Will report any add'l info received within 30 days should any add'l info become available. All reportable adverse events are reviewed during quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.